Manufacturer narrative:
Product analysis conclusion: the device returned with the handle disassembled and the graft deployed. Slight bunching was observed on the graft cover. No further damage was observed to the device. Further analysis was not possible given the condition of the returned device. The reported deployment difficulties could not be confirmed through analysis. Additional information received: it was reported that the deployment handle was unable to be twisted, the deployment steps were performed as per instructions for use. The hemostatic forceps was used as a troubleshooting method and removed according to the removal procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant limb was intended to be implanted in the endovascular treatment of 53mm abdominal aortic aneurysm. It was reported that during the index procedure, the guidewire was in position and the stent graft was in place but it was reported that when attempting to deploy the stent, it would not deploy. The physician removed it and after cleaning the surgeon tried to use troubleshooting methods to deploy the stent but it failed. An alternative stent graft was implanted successfully. As per the physician the cause of the event can not be determined. No additional clinical sequelae were provided and the patient is fine.